Manufacturer narrative:
The user facility's biomed will order a new air trap block part and replace the defective air trap block on the thermogards system. Zoll has not received the product for investigation. Service from zoll is not requested at this time.

Event description:
During ivtm set-up, the air trap on the thermogard ivtm system (serial (B)(4)) will not clear from the "check the following" screen. Another thermogard system was used to treat the patient. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.